Manufacturer narrative:
The hill-rom tech found the siderail would not latch due to the center arm assembly broken. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 and 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the center arm assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the left head side rail not locking in the up position. The bed was located at the account in the warehouse. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).